Manufacturer narrative:
The handswitch was returned to the manufacturer for evaluation. It was reported that the handswitch passed functional testing and that the standoffs on the switch were damaged.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging onsite and could not reproduce the issue. After rebooting the mobile view station (mvs), the network card error was fixed. However, when the image acquisition system (ias) was rebooted, a charger backplane error occurred. The representative rebooted the ias again and the charger backplane error resolved. The hand switch was replaced because the cord was stretched and when shaking the hand switch a broken piece could be heard in it. The imaging system passed all tests and successfully worked for two cases after restarting it. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while setting up the equipment for a spinal fusion case the imaging system was stuck in stand alone mode. A reboot of the system did not solve the issue. It was reported that the site continued with fluoro navigation to perform the case. There was no delay to the procedure or impact on patient outcome as a result of this issue.